Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted for potentially associated lot number h14f13061 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient on peritoneal dialysis therapy experienced a hole in their cassette tubing near the connection to their transfer set that resulted in a leak. The patient was connected to the homechocie in the initial drain. The patient started therapy over with all new supplies. It was reported that the patient was treated with a three day prophylactic cefepime (dose, route and frequency not reported). There was patient involvement and medical intervention, but there was no serious injury. No additional information is available.